Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a prime (unexplained loss of prime) issue. The reporter stated that the patient had been receiving loss of prime warnings and that they had been using the cartridge correctly and that the cartridge cap and leur lock were both secure. The reporter denied power loss, alarms, change in force and temperataure, and that they were using a cartridge from a different lot number. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.